Event description:
Customer reported that a patient was discharged on (B)(6) 2026, had severe pain, and came back to the emergency department. Diagnosis was a fragment broke off from drain and was inside the patient. Patient had to have surgery to remove on (B)(6) 2026. Patient is ok now. No further documentation was provided.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.